Event description:
It was reported that the patient presented with a sudden onset shortness of breath and chest pain during a routine follow up. An echocardiography identified liquid in the cardiac sack as the lead perforated the myocardium. This lead was also noted to have exhibited a slight decrease in shock impedance, high thresholds and dislodgement. This right ventricular (rv) lead was then explanted and replaced. This lead is not expected to be returned. No additional adverse patient effects were reported.